Manufacturer narrative:
(B)(4). The customer reported that the unit shut down unexpectedly. There was no report of pt involvement. A third party technician went to the customer site to evaluate the device. He could not recreate the reported issue. Based on the customer's report we will consider this a failure. We can not determine the cause as the failure could not be recreated.

Event description:
The customer reported that the unit shut down unexpectedly. There was no report of pt involvement.